Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting and it was returned for investigation. The reported issue about pressure transducer test failure was not reproduced during test of the returned pcb in a reference ventilator. Performed pre-use check passed without deviation and no alarms were generated during ventilation. The issue was confirmed in received device logs showing that the expiratory pressure transducer had too high offset. The offset drift has caused intermittent failures in pre-use check since (B)(6) 2017. The date of event is updated accordingly. Ocular inspection showed that several components on the returned pcb were covered with white residues. This indicates that the pcb was exposed to improper humidity. The conclusion is that the correct part has been replaced.

Event description:
(B)(4).